Event description:
It was reported that during device unpackaging and prior to use, the fox plus chipboard box, part 12766-04, lot 764293 was opened, however, the device inside was a 5/100 fox sv, part 83977-02, lot 752269. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The mislabeling was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record (lhr) revealed no non-conformances that would have contributed to the reported event. Upon an expanded investigation the lhr for the 5.0 x 100mm fox sv noted that the lot was manufactured and packaged in (B)(4) 2011, whereas the 5.0 x 40mm fox plus lot was manufactured and packaged in (B)(4) 2012; there was no rework performed on either lot. The 2 units involved never came into contact with one another during production and it is likely that a potential mix-up occurred at the site. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up will be submitted with all additional relevant information.